Manufacturer narrative:
Unit passed displacement test, self test, operating currents, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump passed the dat at 0.08780 inches. No unexpected restart error alarm, no external ram crc error alarm and no low battery alarm during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that, the customer received with multiple insulin pump errors. The blood glucose was unknown at the time of the incident. Customer received an alarm this morning for battery, low battery. The blood glucose was unknown at the time of the incident. Assisted customer in performing a self-test and was passed. Customer had a very low blood glucose about 1 week ago and customer got down in 30s mg/dl. Low blood glucose was treated with orange. Customer brought low blood glucose to high and treated high blood glucose with bolus. Customer advised to replace the insulin pump and refer to back-up plan. The insulin pump will be returned for analysis.